Event description:
The customer contact reported the device delivered less solution than intended. The device was returned to the user facility from the homecare pt's home with a report that the device "under infused". No specific pt info, pump programming or event details were provided. There were no reported adverse pt effects. No medical interventions were reported. On an unspecified date during testing at the user facility, the device delivered less than expected. In 2008 during subsequent testing, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.